Event description:
Permanent bodily injury [injury]. Neurological damages [nervous system disorder]. Heavy metal (zinc) poisoning [metal poisoning]. Case description: an attorney reported that their client, a female age unspecified, used fixodent denture adhesive, version unknown cream, unspecified total daily use for several years, and reported the following: permanent bodily injury, neurological damages, and heavy metal (zinc) poisoning. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.